Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to faulty interface board. The pump was unable to perform functional tests or verify battery out limit alarm due to blank display. The pump was received with broken battery tube threads and broken battery cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of audio/beep anomaly. The customer's blood glucose reading was 17 mmol/l. The customer stated that the pump made a constant high pitch beep when you turn it on. The customer received battery out limit after new battery insert. The insulin pump was returned for analysis.